Event description:
It was reported that the patient experienced infusion set leaking at the site which resulted in high blood glucose level and was treated with Manual Injection event on (b)(6) 2026.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: Australia.Name: (b)(6) Based on the available information, this event is deemed to be a Serious Injury To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.